Event description:
It was reported by the affiliate that the (1) ax55b was used during a rectum procedure. It was reported that the staples fell out. The case was completed with another instrument. There was no pt consequence.